Event description:
Dimensional discrepancy. Surgeon reported that he has noticed a difference in the proximal body of the securfit stem and the securfit max. He has had one stem subside and one fractured calcar.

Manufacturer narrative:
As part of a quality system improvement plan stryker corporation conducted a 2 year retrospective MDR review to ensure appropriate MDR reporting decisions. Events reported to stryker from (B)(4) 2006 to (B)(4) 2008, were the scope of this retrospective review. These events are part of a retrospective summary report being submitted under (B)(4). This is 1 event associated with this event type (dimensional discrepancy) and product code meh.